Event description:
It was reported that during an anterior communicating artery (acoma) aneurysm, the physician establishing access using a guiding catheter. Then advanced the microcatheter into position and attempted to deliver the subject stent, the subject stent deployed inside the microcatheter after being inserted. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event/product problem : corrected - no 'product problem.' B5 executive summary : updated. H1 type of reportable event: corrected - no' malfunction.' F10/h6 device code grid: added 'difficult to advance.' Received additional information on 25-june-2025 from cic confirmed that the subject stent was deployed outside the patient¿s body. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event no longer meets reporting requirements and the reportability will be changed from reportable to non-reportable with the new awareness date of 25-june-2025. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the neuroform atlas 3.0mm x 21mm no tip device in question.

Event description:
It was reported that during an anterior communicating artery (acoma) aneurysm, the physician establishing access using a guiding catheter. Then advanced the microcatheter into position and attempted to deliver the subject stent, the subject stent deployed inside the microcatheter after being inserted. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Updated: received additional information on 25-june-2025 from cic confirmed that after the subject stent went into microcatheter for 1/3 of the position resistance was very big and the subject stent could not be advanced. Additionally, the subject stent was deployed outside the patient¿s body. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, this event no longer meets reporting requirements and the reportability will be changed from reportable to non-reportable with the new awareness date of 25-june-2025. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the neuroform atlas 3.0mm x 21mm no tip device in question.